Event description:
A customer reported a "scan error" sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as glucose was low, a loss of consciousness, and was unable to self-treat. Customer had contact with a third-party who provided an unspecified paste as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Inspected the plug assembly and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Attempted communication between returned reader and sensor. Sensor successfully communicated with returned reader. Scan timeout error message was not observed. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan error" sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as glucose was low, a loss of consciousness, and was unable to self-treat. Customer had contact with a third-party who provided an unspecified paste as treatment. There was no report of death or permanent impairment associated with this event.